Event description:
Boston scientific received information that this patient with this pacemaker and right ventricular (rv) lead exhibited syncope and dizziness with 30 seconds of therapy delay. The physician couldn't pinpoint the issue, so the entire system was removed and no replacement was implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.